Event description:
Information received notes that the patient was admitted to the hospital for atrial fibrillation. The device was p wave tracking at the maximum track rate of 120 ppm. Dashes (---) were noted for several parameters and interrogation gave a "recurrent telemetry error" message. Attempts to reprogram and software download were unsuccessful. The device was functioning in vvi mode and the physician will continue to monitor the patient.